Event description:
It was reported that during routine follow-up, a rise in atrial capture thresholds was observed. No patient symptoms were reported. The device was reprogrammed and the lead remained implanted.

Manufacturer narrative:
UDI (di): (B)(4).